Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11. A sample was not received at the manufacturing site for evaluation for the report that when the iol was being inserted, the injector exhibits resistance, which was causing the lens to break; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a company product in the package; however, product information is not clearly shown. The reported issue could not be confirmed. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the injector exhibits resistance, which was causing the lens to break. There was a patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).